Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 14fr in and out catheter in the kit would not drain urine through the catheter.

Event description:
It was reported that 14fr in and out catheter in the kit would not drain urine through the catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "inner diameter of drainage lumen too small / kinked or partially collapsed drainage lumen". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the intermittent catheter product ifus were found to be adequate based on past reviews.